Manufacturer narrative:
Method - device mfg records were reviewed. Result - review of mfg records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was reported that the pt was explanted due to an infection. There was no time-table to reimplant the pt. A review of the MFR's device history records showed both the pt's generator and leads to be properly sterilized prior to release. F/u from the pt's physician indicated that they were not aware of the infection. The pt had been seen in (B)(6) 2011 and had been doing well. Also, the pt had a history of being a "picker". The surgeon's office stated that "everything was handled through the hospital", so info was limited to them. A response was received, though, stating the physician felt the infection was related to vns as the "battery died" (pt had been reimplanted in (B)(6) 2011). There had been no trauma or manipulation prior to the event. Attempts for further info were unsuccessful.